Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 false positives for flu a were obtained on the bd veritor" sars-cov-2 and flu a+b. Pcr testing was run, resulting in one positive for rhinovirus for one patient, and negative results for flu a for the other patients. The patient positive for rhinovirus was treated with tamiflu, but the others were not treated due to the discrepant results. There was no clear indication that the erroneous results were reported to clinicians, and there was no report of adverse patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "it was reported that convenient care staff running veritor triplex and returns positive result for flu a. When confirmatory testing is run in the laboratory on pcr, result is positive for rhinovirus (for one patient). Several other triplex tests returned a flu a positive result on 14 other patients and providers are questioning the result using the triplex test kit. They have run the veritor flu kit on several of these flu a positive patients (reswab & test to confirm) and results were negative for flu a. Customer states they qc each kit when they open it and run the calibration cassette every day." " is the customer reporting a false positive or false negative? False positive. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? No , analyzer was used. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. Poct showed flu positive, pcr showed flu ,rhinovirus + how many specimens were discrepant (fp or fn)? 5 suspected, 2 confirmed by pcr. Was the patient(s) symptomatic when tested on the veritor plus analyzer: both. Were patients symptomatic or asymptomatic? Both. Screening test no known exposure? No. Screening test - known exposure that is currently asymptomatic? No. Asymptomatic but dr recommended testing? No. Was there any patient impact as a result of the false result? No. Treated with tamiflu based on false positives."

Event description:
It was reported that 15 false positives for flu a were obtained on the bd veritor¿ sars-cov-2 and flu a+b. Pcr testing was run, resulting in one positive for rhinovirus for one patient, and negative results for flu a for the other patients. The patient positive for rhinovirus was treated with tamiflu, but the others were not treated due to the discrepant results. There was no clear indication that the erroneous results were reported to clinicians, and there was no report of adverse patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "it was reported that convenient care staff running veritor triplex and returns positive result for flu a. When confirmatory testing is run in the laboratory on pcr, result is positive for rhinovirus (for one patient). Several other triplex tests returned a flu a positive result on 14 other patients and providers are questioning the result using the triplex test kit. They have run the veritor flu kit on several of these flu a positive patients (reswab & test to confirm) and results were negative for flu a. Customer states they qc each kit when they open it and run the calibration cassette every day." "Is the customer reporting a false positive or false negative? False positive. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? No , analyzer was used. ¿ what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. Poct showed flu positive, pcr showed flu ¿ ,rhinovirus + ¿ how many specimens were discrepant (fp or fn)? 5 suspected, 2 confirmed by pcr ¿ was the patient(s) symptomatic when tested on the veritor plus analyzer: both ¿ were patients symptomatic or asymptomatic? Both. ¿ 1. Screening test ¿ no known exposure? No. ¿ 2. Screening test - known exposure that is currently asymptomatic? No ¿ 3. Asymptomatic but dr recommended testing? No. ¿ was there any patient impact as a result of the false result? No. Treated with tamiflu based on false positives."

Manufacturer narrative:
Investigation summary" this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1189936. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. A photograph was returned and showed bd veritor¿ sars-cov-2 and flu a+b packaging and unable to confirm reported positive result. Bd quality will continue to closely monitor for trends. H3 other text : see h10.